Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by -12.5%. No patient involvement reported.

Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found that the pump displayed error code 1721 on power up when the batteries were inserted. A faulty back-up capacitor was replaced to address the error message found during the investigation. The delivery accuracy issue was not able to be confirmed during the investigation due to the error message that was found.